Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed bubbles in gel on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-mar-2025. Investigation summary: bd received one photo and 100 samples for investigation. The analysis of the customer photo confirmed the presence of air bubbles in the gel of the tubes. Additionally, 30 out of 100 samples were selected for a visual inspection, where 29 samples failed due to the presence of air bubbles in the gel. Also, 30 retained samples underwent visual inspection, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: gel airbubbles- before use no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed bubbles in gel on unspecified number of tubes. No patient impact reported.